Event description:
Blood leakage: after deployment of the thoraflex hybrid, the peripheral of the device was anastomosed. Before starting re-perfusion, hydrofit and beriplast (csl behring) were applied to the factory anastomosis site between the vascular graft and the stent graft of the device. However, bleeding occurred from the factory anastomosis site upon re-perfusion. Hydrofit was applied again, hemostasis was achieved, and the procedure was successfully completed. Bleeding occurred, but the patient recovered. This report is being submitted as follow up #1 for manufacturing report number 9612515-2025-00084 to provide event closure information for tag0327.

Manufacturer narrative:
Clinical code 1888 - hemorrhage/blood loss/bleeding: event was reported as blood leakage within event intake form. Impact code 4632 - prolonged surgery: site confirmed that the procedure was extended for hemostasis. 2199 - no health consequences or impact: within the event intake form it states that, the procedure was successfully completed and the patient recovered. Medical device problem code 1250 - fluid/blood leak: event was reported as blood leakage within event intake form. Component code 4755 - part/component/sub-assembly term not applicable. Type of investigation 4110 - trend analysis: four year review was performed for thoraflex hybrid > leakage > blood oozing > anastomosis, this gave an occurrence rate of (B)(4)%. No trends were identified required action at this time. 4111 - communication/interview: additional information was received which concluded the below: aquabrid sealant was used to control the leakage the procedure was extended for hemostasis. No visible issue with the device was identified before or during implant no scans/ images are available for this event. Anti-coagulants were used for the patient. No stitches were made to the main device body or through the factory anastomosis the bleeding was spread around the factory anastomosis the rate of leakage was unknown. 3331 - analysis of production records: comprehensive batch review had been performed. No issues were identified during manufacture of this device. Device manufactured to specification. 4117 - device not accessible for testing: device remains implanted. Investigation findings 213 - no device problem found: due to the review performed as per comprehensive batch review and no issues being identified during the manufacturing process. The site also stated that there was no visible issues with the device before or during implant. Investigation conclusion 22 - known inherent risk of device: IFU (instruction for use) review was performed, within thoraflex hybrid japanese IFU translated mentions bleeding/ blood loss within problems/ adverse events section. 4315 - cause not established: the root cause of the investigation was determined to be no causal link to device deficiency. 67 - no problem detected: due to the review performed as per comprehensive batch review and no issues being identified during the manufacturing process. The site also stated that there was no visible issues with the device before or during implant.

Event description:
Blood leakage: after deployment of the thoraflex hybrid, the peripheral of the device was anastomosed. Before starting re-perfusion, hydrofit and beriplast (csl behring) were applied to the factory anastomosis site between the vascular graft and the stent graft of the device. However, bleeding occurred from the factory anastomosis site upon re-perfusion. Hydrofit was applied again, hemostasis was achieved, and the procedure was successfully completed. Bleeding occurred, but the patient recovered.

Manufacturer narrative:
Clinical code 1888 - hemorrhage/blood loss/bleeding: event was reported as blood leakage. Impact code 4632 - prolonged surgery: the site confirmed that the procedure was extended for hemostasis 2199 - no health consequences or impact: the procedure was successfully completed and the patient recovered. Medical device problem code 1250 - fluid/blood leak: event was reported as blood leakage. Component code 4755 - part/component/sub-assembly term not applicable . Type of investigation 4110 - trend analysis: four year review was performed for thoraflex hybrid > leakage > blood oozing > anastomosis, this gave an occurrence rate of 0.028%. No trends were identified required action at this time. 4111 - communication/interview: additional information was received which concluded the below: aquabrid sealant was used to control the leakage the procedure was extended for hemostasis. No visible issue with the device was identified before or during implant no scans/ images are available for this event. Anti-coagulants were used for the patient. No stitches were made to the main device body or through the factory anastomosis. The bleeding was spread around the factory anastomosis. The rate of leakage was unknown. 3331 - analysis of production records: comprehensive batch review had been performed. No issues were identified during manufacture of this device. Device manufactured to specification. 4117 - device not accessible for testing: device remains implanted. Investigation conclusion 3233 - results pending completion of investigation. Investigation findings 11 - conclusion not yet available.